Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt. Filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five and a half years post vena cava filter deployment, a vena cavagram allegedly demonstrated the filter to be embedded along the posterior right aspect of the caval wall which was said to have lead to severe pain. Approximately 18 days later, open surgery was performed to remove the filter. At this time, three filter limbs were discovered to have detached and were present in the right renal vein and the caval wall. There was reportedly an unsuccessful attempt to remove a detached filter limb from the heart. No additional information was provided surrounding the events. The patient was reported to have complained of pain, current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately 18 days later, open surgery was performed to remove the filter. At this time, three filter limbs were discovered to have detached and were present in the right renal vein and the caval wall. The right internal jugular vein was accessed and multiple unsuccessful attempts were made with multiple devices in an attempt to retrieve the filter, however the filter was tilted and had a large fibrin cap on the tip of the filter. There was reportedly an unsuccessful attempt to remove a detached filter limb from the heart. At some time post filter deployment, it were alleged that filter perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient experience abdominal pain, however; the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and three months later post filter deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted within the inferior vena cava. Multiple struts are noted outside the inferior vena cava. Struts project into the third and fourth portion of the duodenum as well as the retroperitoneal fat. The filter itself intact and the tip however may be buried in the wall of the inferior vena cava posteriorly. No evidence of trapped thrombus. After two months, patient was planned for filter retrieval procedure for chronic abdominal pain. Through the right internal jugular vein approach, a guidewire was advanced into the inferior vena cava to the indwelling inferior vena cava filter. Inferior vena cavogram demonstrated no evidence of thrombus within the filter. An ensnare with snare catheter was advanced into the position and made to capture the hook of the filter with the snare, however these proved be unsuccessful secondary to a significant fibrin cap. The sheath was then advanced over the hook of the filter, confirmed with fluoroscopic imaging. When attempts were made to sheath the filter, the filter appear to somewhat limits axis, likely because it is embedded along the posterior right aspect of the inferior vena cava. A bard cone retrieval system was advanced, and attempts were made to engage the hook of the filter using the cone device. However, these also prepped be unsuccessful secondary to a large amount of fibrin capping. After two weeks, patient was planned for filter retrieval procedure for fractured inferior vena cava filter. Initial scout images were obtained demonstrating that the filter fractured in at least two places. The largest fracture fragment was towards the right of the filter. A second fracture fragment terminated immediately cranial to the filter. Through the right internal jugular vein approach, a catheter was advanced into the infra-filter inferior vena cava. An inferior vena cavogram was performed which demonstrated no caval thrombus. The dominant fracture strut to the right of the filter appeared to be within the right renal vein. A sheath was placed cranial to the filter and endovascular snare device was introduced and attempts were made to capture the hook of the filter. These were unsuccessful. Through the sheath, a rigid endobronchial forceps was introduced, careful dissection, the hook of the filter was freed and successfully captured. The filter was then collapsed in a coaxial fashion into the sheath and successfully removed from the patient. Visual inspection of the bard eclipse filter demonstrated that it was fractured in three places. Fluoroscopy demonstrated a fragment within the right renal vein, as well two fragments embedded within the caval wall. Utilizing rigid endobronchial forceps, the three embedded fragments were removed from the right renal vein and posterior caval wall. Each of the fragments was completely removed from the patient, confirmed with visual inspection. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava and retrieval difficulties. However, the investigation inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3, h6 (device). H11: b2, b3, g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement with history of deep venous thrombus. The right internal jugular vein was accessed and the filter was successfully deployed at the level of the renal veins. The patient tolerated the procedure well and there were no complications. Approximately five years six months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple attempts were made to capture the hook with a snare device but were unsuccessful due to a large fibrin cap. Additional unsuccessful attempts were made to re-sheath, however the filter appeared to be somewhat limit axis, likely because it was embedded along the posterior right aspect of the inferior vena cava. Final attempts were made using a cone retrieval system, however were also unsuccessful. The procedure was concluded and the patient tolerated the procedure well. Approximately three weeks post unsuccessful filter retrieval attempt, the patient was scheduled for another filter retrieval procedure. Pre-procedure imaging demonstrated multiple detached limbs embedded in the right renal vein and caval wall. The right internal vein was accessed and multiple unsuccessful filter retrieval attempts were made with the use of a snare. The snare was removed and the filter hook was captured with the use of endobronchial forceps and the filter was collapsed and removed from the patient. Visual inspection of the device demonstrated three detachments. Fluoroscopy demonstrated a fragment within the right renal vein as well as two limbs within the caval wall. The three detached limbs were successfully removed with the use of forceps. Completion cavography demonstrated mild stenosis at the prior filter placement site. A balloon was used and caval plasty was performed. A permanent filter device was then deployed in an infrarenal location. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for a history of dvt. Five years and six months post filter deployment, multiple attempts were made to retrieve the filter however it could not be removed due to the filter being embedded along the posterior aspect of the ivc. Three weeks post retrieval attempt, pre-procedure imaging for another retrieval attempt demonstrated three detached filter limbs. Multiple attempts were once again made to remove the filter, eventually the filter was removed using forceps along with the three detached limbs. Based on the medical records, the investigation can be confirmed for detached filter limbs, a tilted filter, and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: possible complications include, but are not limited to, the following: - filter tilt - filter malposition all of the above complications have been associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five and a half years post vena cava filter deployment, a vena cavagram allegedly demonstrated the filter to be embedded along the posterior right aspect of the caval wall which was said to have lead to severe pain. Approximately 18 days later, open surgery was performed to remove the filter. At this time, three filter limbs were discovered to have detached and were present in the right renal vein and the caval wall. There was reportedly an unsuccessful attempt to remove a detached filter limb from the heart. No additional information was provided surrounding the events. The patient was reported to have complained of pain, current patient status is unknown. New information received: medical records were received and reviewed. Approximately five years six months post filter deployment for history of deep venous thrombosis, the patient was scheduled for a filter retrieval procedure with worsening chronic abdominal pain. The right internal jugular vein was accessed and multiple unsuccessful attempts were made with multiple devices in an attempt to retrieve the filter, however the filter was tilted and had a large fibrin cap on the tip of the filter. The procedure was concluded. Approximately three weeks post filter retrieval attempt, the patient was scheduled for another filter retrieval procedure. Pre-procedure imaging demonstrated multiple detachments. The right internal jugular vein was accessed and an unsuccessful retrieval attempt was made. Endobronchial forceps were then advanced and the filter was successfully captured and retrieved from the patient. Visual inspection of the device demonstrated three detachments. The three detached filter limbs were successfully removed with the forceps, one from the renal vein and two from the caval wall. Caval plasty was performed as there was mild stenosis at the prior filter placement site. A permanent filter device was successfully deployed in an infrarenal location and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement with history of deep venous thrombus. The right internal jugular vein was accessed and the filter was successfully deployed at the level of the renal veins. The patient tolerated the procedure well and there were no complications. Approximately five years six months post filter deployment, the patient presented for filter retrieval due to worsening abdominal pain. The right internal jugular vein was accessed and multiple attempts were made to capture the hook with a snare device but were unsuccessful due to a large fibrin cap. Additional unsuccessful attempts were made to re-sheath, however the filter appeared to be somewhat limit axis, likely because it was embedded along the posterior right aspect of the inferior vena cava. Final attempts were made using a cone retrieval system, however were also unsuccessful. The procedure was concluded and the patient tolerated the procedure well. Approximately three weeks post unsuccessful filter retrieval attempt, the patient was scheduled for another filter retrieval procedure. Pre-procedure imaging demonstrated multiple detached limbs embedded in the right renal vein and caval wall. The right internal vein was accessed and multiple unsuccessful filter retrieval attempts were made with the use of a snare. The snare was removed and the filter hook was captured with the use of endobronchial forceps and the filter was collapsed and removed from the patient. Visual inspection of the device demonstrated three detachments. Fluoroscopy demonstrated a fragment within the right renal vein as well as two limbs within the caval wall. The three detached limbs were successfully removed with the use of forceps. Completion cavography demonstrated mild stenosis at the prior filter placement site. A balloon was used and caval plasty was performed. A permanent filter device was then deployed in an infrarenal location. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; filter tilt; filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five and a half years post vena cava filter deployment, a vena cavagram allegedly demonstrated the filter to be embedded along the posterior right aspect of the caval wall which was said to have lead to severe pain. Approximately 18 days later, open surgery was performed to remove the filter. At this time, three filter limbs were discovered to have detached and were present in the right renal vein and the caval wall. There was reportedly an unsuccessful attempt to remove a detached filter limb from the heart. No additional information was provided surrounding the events. The patient was reported to have complained of pain, current patient status is unknown. New information received: medical records were received and reviewed. Approximately five years six months post filter deployment for history of deep venous thrombosis, the patient was scheduled for a filter retrieval procedure with worsening chronic abdominal pain. The right internal jugular vein was accessed and multiple unsuccessful attempts were made with multiple devices in an attempt to retrieve the filter, however the filter was tilted and had a large fibrin cap on the tip of the filter. The procedure was concluded. Approximately three weeks post filter retrieval attempt, the patient was scheduled for another filter retrieval procedure. Pre-procedure imaging demonstrated multiple detachments. The right internal jugular vein was accessed and an unsuccessful retrieval attempt was made. Endobronchial forceps were then advanced and the filter was successfully captured and retrieved from the patient. Visual inspection of the device demonstrated three detachments. The three detached filter limbs were successfully removed with the forceps, one from the renal vein and two from the caval wall. Caval plasty was performed as there was mild stenosis at the prior filter placement site. A permanent filter device was successfully deployed in an infrarenal location and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.